Event description:
Customer reported the calibration bar and blister pack were missing from the package of test strips and because of this she could not test. Customer further reported that on (B)(6) 2013 she began to experience "sweating, shaking, nausea" and subsequently a loss of consciousness and seizure. No third-party emergent medical intervention was required. Customer was given some milk to drink and four glucose tablets by her nursing aide. During troubleshooting, the customer insisted the package the test strips came in did not say "no coding required" on the package. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned, a device history review (DHR) of the test strips was requested. The DHR for lot number (45001j630) indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date of manufacture is unknown. It should be noted: the reported test strips in use do not require coding.